Manufacturer narrative:
Patient reported to be (B)(6). (B)(4). Since the complaint device was implanted, it will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted to treat a 4cm malignant stricture in the lower bile duct on (B)(6) 2010. According to the complainant, after placing the stent, the physician decided that the stent should be repositioned. The assisting nurse used a pair of radial jaw 3 biopsy forceps (as opposed to grasping forceps) to grab onto the retrieval loop; however, use of the forceps caused the retrieval loop of the wallflex biliary stent to break. The physician then decided that the stent position was suitable, and he had no issues leaving the stent implanted with the broken loop. No additional intervention was performed. The complainant did confirm that the patient's anatomy was not tortuous, and the stricture was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.